Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed help correcting and bolusing on the pump. Customer stated that she is out of scope. Customer's blood glucose was 50 mg/dl. Customer stated that she treated by eating. Customer stated that she wanted to finish eating and wanted to bolus for a meal. Customer was assisted with getting to the manual bolus option. Customer programmed a 3 unit bolus for her meal.